Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when foreign substance was introduced to the device . Additional product code: hwc. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that this DHR review is for sterilization procedure only. No deviation was found. Manufacturing location: (B)(4). Manufacturing date: 21st october 2014, expiry date: 1st october 2024 , article 04.211.040 was manufactured in the us with lot number 7800216. Manufacturing location: (B)(4), manufacturing date: 9/23/2014, part #: 04.211.040, lot#: 7800216 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgery for distal humerus fracture was conducted on (B)(6) 2016. During surgery, when the surgeon attempted to insert screws including the reported one, he found shavings-like substance on the shaft of the three locking screws out of seven. According to the operation team, the substance was discovered before the locking screws contacted to the locking thread of the plate. Unknown if the incident occurred during the manufacturing process. No surgical delay was reported. No adverse consequence was reported. This report is 1 of 2 for (B)(4).